Event description:
It was reported that pressure rated ext set, IV connector had a loose connection. The following information was provided by the initial reporter: mz5303 was connected to terumo's infusion set but the connection became loose.

Manufacturer narrative:
H6: investigation summary: a mz5303 sample was not available for investigation of this feedback; however the customer indicates the connection between the maxzero and the male luer of a terumo product was not secure. The customer could not confirm the affected lot, however the last lot numbers shipped to the customer were 20065733, 20065544, 20065543 and 20045332. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lots 20065733, 20065544, 20065543 and 20045332 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz5303 set in the past 12 months. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that pressure rated ext set, IV connector had a loose connection. The following information was provided by the initial reporter: mz5303 was connected to terumo's infusion set but the connection became loose.